Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information received, it was reported that when using the ti 4.5 healix anchor, the orthocord suture of the anchor broke at one point and was worn. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was only observed that a piece of the suture was frayed. The photo do not provide enough evidence to confirm the failure reported. A manufacturing record evaluation was performed for the finished device lot number: 6l28670, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to an excessive force applied during the suture threading, as per IFU 109583, apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the suture on the anchor on the 4.5 healix ti anchor w/ocord device broke at one point and was worn. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.